Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was displaying inaccurately high results compared to the same meter and to his normal feelings or results. The complaint was classified based on the customer care advocate (cca) documentation. 64) 2012, the patient reported obtaining the following readings: at 2:50am, "50mg/dl" at 3:00am, "339mg/dl" at 1:00pm, "426mg/dl". Based on statistical methodology, the calculated difference between the "50mg/dl" and the "339mg/dl" readings exceeds the expected result of <=20mg/dl or 20% taken within 20 minutes. However the time elapsed between the "339mg/dl" and the "426mg/dl" exceeds 20 minutes, which does not meet lfs' criteria for precision reporting. The patient reported using self adjusting insulin to manage his diabetes. The patient reported on (B)(6) 2012 at an unknown time, he took his usual dose of medication including 10 units of novolog and 36 units of lantus insulin. The patient reported immediately after the alleged issue occurred, he developed symptoms of feeling "clammy, cold sweat, disoriented and unresponsive." It is unclear if the patient loss consciousness. The patient reported on (B)(6) 2012 at an unknown time, a non healthcare professional (hcp) assisted him with something to eat or drink. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement. The patient's test strips were found to be in good condition. When a control solution test was run, the result was within the recommended range on the test strip vial. Replacement products were sent to the patient. The meter and test strips involved in this complaint have been returned and evaluated by lfs product analysis with the following findings: the complaint was not confirmed. This complaint is being reported as an adverse event because, the patient claims due to the alleged issue, he took his usual dose of insulin and developed symptoms suggestive of severe hypoglycemia and required treatment from a non hcp.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the meter and test strips involved in this complaint have been returned and evaluated by lfs product analysis on (B)(4) 2012 and (B)(4) 2012 with the following findings: the meter and test strips have passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.